Event description:
It was reported that during a ptca/stent procedure the stent became separated from the delivery system. The stent could not fully advanced into the vessel and was removed through the guiding catheter (contrary to IFU) which resulted in stent separation from the delivery system. The stent was then retrieved with a snare. Upon inspection of the retrieved stent, the membrane was found to have been separated and was located under the undeployed stent. The procedure was successfully completed with another company's stents.